Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. No patient complications were reported, and no further information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual, tactile, and microscopic analysis were performed. The balloon was subjected to positive pressure and was received in a deflated state, at which point a 6 mm longitudinal tear was identified in the distal section of the balloon. The shaft polymer extrusion was slightly stretched, and multiple kinks were observed along the hypotube shaft. The proximal marker band was also slightly flattened. No other device issues were identified during the returned-product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured during inflation. No patient complications were reported, and no further information was provided.